Event description:
On (B)(6) 2012 the lay user/patient in (B)(6) contacted lifescan to report the one touch ultraeasy meter was giving inaccurately erratic readings. On (B)(4) 2012 the technical service representative spoke with the patient to obtain and verify information. On (B)(6) 2012 at 11:30 pm, the patient experienced the symptom of rapid heartbeat. While symptomatic, at 11:30 pm the patient obtained the blood glucose reading of 119 mg/dl. The patient took her usual dose of lantus insulin 21 units. The patient's expected reading at that time of night is 160 mg/dl. At 11:35 pm she obtained the reading of 80 mg/dl and at 11:45 pm the reading of 37 mg/dl. The patient administered self-treatment by drinking juice, and then ate her usual dinner; she did not seek any medical attention. On (B)(6) 2012 at 8:00 am, the patient decided to take an increased dose of insulin, nine units instead of five units. At 11:30 am, the patient tested her blood glucose level to be 377 mg/dl using a backup meter. The patient manages her diabetes with 21 units lantus insulin at night, and novorapid insulin 5 units at 8:00 am, 7 units at 2:00 pm, 3 units at 5:00 pm and 5 units at 8:00 pm, but does adjust these doses based on meter readings. The patient was unable to provide her blood glucose readings from earlier on the day of this event, on (B)(6) 2012. On (B)(6) 2012 at 12:00 pm, the patient obtained the blood glucose readings of 178 mg/dl and 316 mg/dl on the reported meter within 20 minutes of each other. Troubleshooting revealed the patient's testing technique was incorrect, which may have contributed to the imprecise readings. The meter and test strips were replaced. The patient's technique was incorrect, which may have contributed to the allegedly inaccurate readings. The patient's symptoms began prior to the meter issue and the readings obtained while she was symptomatic correlate with her symptoms and treatment; and the patient's readings prior to the onset of symptoms are unknown. However, as the patient experienced symptoms and blood glucose readings suggesting severe hypoglycemia and received treatment with food, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Weight: (B)(6). The 510k#: k061118.